Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: the customer reported that the device was reprocessing in accordance with the olympus instructions for use (IFU), using the oer-elites, the scopes were washed at the bedside as recommended, a manual sink wash was completed, and the scope was processed through the olympus endoscope reprocessing (oer) as recommended. The customer stated that they do not think anything from the patients body clogged the port (that they were aware of), the device stopped working during the procedure, nothing was visually seen upon inspection, and confirmed that the doctor did not use anything during the procedure that may have clogged this specific line.

Event description:
The issue was found during a colonoscopy, there were no error messages displayed during the event, the intended procedure was completed with a similar device, with a 2 minute delay while the scope was swapped. No death, injury, or infections occurred or were reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, there was no air / water flow. The device evaluation found that the nozzle was clogged. Additional findings include the following: a new production label was needed, the light guide tube had a leak, the plastic distal end cover insulation was not to specification reading at a megaohm value of 30, switch 1 had a surface cut, the up / down control knob movement was loose, the plastic distal end cover had chips / scratches / dents, the objective lens adhesive was peeling / had small chips on the side (did not affect the image), the light guide lens had 1 small internal crack / adhesive was peeling / had small chips on the side, the bending section cover adhesive was cracked, the insertion tube had minor scratches, the control body / scope connector had a customer label, and the light guide tube had a leak / cut. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had an air / water channel blocked. The issue was found during an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that there was foreign material in the air/water nozzle; however, the specific material could not be identified. Reprocessing may have been conducted insufficiently (due to leakage from universal cord), which likely obstructed the removal of the material. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.